Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues " and therefore a potential root cause for this failure could be "unsuitable material'. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description the bd intermittent catheter is a single use, disposable clear polyvinyl chloride (pvc) catheter. Indications for use bd intermittent catheters are indicated for intermittent catheterization of the urethra for those individuals who are unable to promote a natural urine flow or for those individuals who have a significant volume of residual urine following a natural bladdervoiding episode. The catheter is inserted into the urethra to reach the bladder allowing urine to drain. Contraindications the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings to help reduce the potential risk of infection and/or other complications, do not re-use. Dispose of appropriately after procedure. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: 1. Federal (USA) law restricts this device to sale by or on the order of a physician. 2. Urethral catheter for urological use only. 3. Sterile if package is unopened or undamaged. 4. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. 5. Do not use the catheter if the product is past its expiry date. 6. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Generally, for urethral intermittent self-catheterization (isc), it is typical to catheterize at least 4 times a day between 4-6 hour intervals. If you are unsure about your catheterization, please contact your regular healthcare professional. 7.prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 8. Please consult your doctor before using this product if any of the following conditions are present: severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). 9. The indwelling time of the bd intermittent catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra. 10. The catheter is for single use only and must then be discarded. Note: store boxes in a cool and dry place. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. If desired, apply water-soluble lubricant to catheter. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got an infection that was not a urinary tract infection but doctor thought whatever infection they got was due to the intermittent catheter they were using. It was unknown what medical intervention was reported for infection.

Event description:
It was reported that the patient got an infection that was not a urinary tract infection but doctor thought whatever infection they got was due to the intermittent catheter they were using. It was unknown what medical intervention was reported for infection.

Manufacturer narrative:
The initial reporter zip code is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.